Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user applied a new libre 3 plus sensor and did not see a warmup state in the ilet mobile app until the app was force closed and reopened, after which the ilet reconnected and displayed cgm warming up; during the event, the user experienced hyperglycemia that they attributed to recently eating oatmeal. Symptoms included elevated blood glucose, with a peak of 214 mg/dl, without loss of consciousness, dizziness, or other acute effects. Outcomes included transient hyperglycemia outside the target range for approximately 20 minutes, without medical intervention, ketone testing, or use of backup therapy. Investigation included agent-guided troubleshooting that confirmed the ilet had been disconnected from the mobile app and then reconnected, restoring the cgm warmup display. Investigation of this case revealed a temporary connectivity issue between the ilet mobile app and the ilet that resolved with app restart, with no alerts or alarms reported and no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.